Event description:
It was reported that alert/notification settings occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced a hypoglycemic event, was confused and had weakness, and loss consciousness. The patient was found by their wife, who is a nurse, and was treated with a glucagon injection. The cgm reading would have been 2.9 mmol/l, but no alerts were sounding. No further treatment was reported to have been necessary. At the time of the report the patient was stable. Although the data shows that the system delivered intended alerts during the session, without the complaint receiver to investigate, dexcom is unable to confirm that sound was delivered and perceived by the user at a hearable amplitude during the session of the incident. The complaint of no audio output for the dexcom g6 cgm receiver remained unconfirmed and the root cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.